Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the receiver was not showing glucose values. It was indicated that the patient did not notice any error messages. No medical intervention was reported. Additional event or patient information is not available.